Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.